Event description:
It was reported that the tip detached. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure in the mildly calcified, 90% stenosed, superficial femoral artery. During the procedure, the tip of the device detached. A snare was used to retrieve the tip. A new jetstream catheter was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the 2.1mm jetstream xc atherectomy catheter was returned for analysis with the guidewire used during the procedure. Visual examination showed no kinks on the catheter shaft and no damage to the pod. The distal cutter along with the proximal cap was detached form the catheter shaft. The tip detachment was confirmed. The device was set-up and functionally tested per the instructions for use (IFU). The device did prime and function as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis. Imaging from the procedure was provided. Review of the image found that the tip was detached.

Event description:
It was reported that the tip detached. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure in the mildly calcified, 90% stenosed, superficial femoral artery. During the procedure, the tip of the device detached. A snare was used to retrieve the tip. A new jetstream catheter was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip detached. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure in the mildly calcified, 90% stenosed, superficial femoral artery. During the procedure, the tip of the device detached. A snare was used to retrieve the tip. A new jetstream catheter was used to successfully complete the procedure. There were no patient complications.